Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
A coupling problem was reported. The patient used to get about 4 coupling bars darkened to charge but in the past couple days she has not gotten any coupling bars to show. The patient uses a belt to charge but noticed the ins was now poking out on one side. The ins did not do this before. The patient has lost about 10lbs since the surgery and it seemed like since she lost the weight she has had trouble with charging. There have been no falls or trauma. The ins battery was at ¼ full and the patient was a little concerned about it going dead. The stimulation was currently on. The patient has already tried to adjust the antenna dial without any success. The antenna locate feature was performed 3 times, the highest was 64 and still not getting any boxes. The next health care provider (hcp) visit will be on (B)(6) 2014. It was later reported on (B)(6) 2014 that the patient was having difficulty charging. The patient has charged before and she knows what she is doing. The antenna locate range was 62-64, with just white boxes. The last successful charge was either last tuesday or wednesday. The patient was able to charge for 3 hours but never received more than 4 bars. The ins was implanted in the stomach area. It was further clarified that when you are looking at the patient, the right top side was poking out on her. The antenna locator was done again and was getting a range of 62-60-62, continued to see no coupling bars. The patient has tried laying on her back. The company representative saw the patient on (B)(6) 2014. The battery was loose and flipping. Plans for a pocket revision were soon.